Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in drawer 3-1 had failed. A field service engineer (fse) powered down the station and the back panel was removed to access all drawers. All the cables behind drawers 4.1 and 4.2 were reseated, and the back panel was closed before powering the station back on. A final test was run on drawer 4.1 using hardware test application, and the customer successfully inventoried the entire drawer to confirm functionality. The system functioned as intended after the fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer keeps failing. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.